Manufacturer narrative:
(B)(4).

Event description:
The customer reports: trimmed a PICC to what seemed appropriate based on patient height, body build, insertion site position, etc. Got a solid blue bullseye and red if we inserted it more, but had 7 cm external. Retracted the PICC, trimmed off 4 more cm and left 3 cm for the securacath. Reinserted. Got bbe. The cxr showed the PICC well above the carina. We left excess for the securacath so the catheter was fully advanced. We were unable to use the securacath.

Manufacturer narrative:
(B)(4). The actual sample was not returned for evaluation; however, the customer did return a photograph of a chest x-ray. A catheter was observed inserted into the patient. The complaint could not be confirmed based on this image. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the customer reported issue of the vps console displaying the wrong symbol could not be confirmed and the probable cause could not be determined. A device history record review was performed and no relevant findings were identified. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: trimmed a PICC to what seemed appropriate based on patient height, body build, insertion site position, etc. Got a solid blue bullseye and red if we inserted it more, but had 7 cm external. Retracted the PICC, trimmed off 4 more cm and left 3cm for the securacath. Reinserted. Got bbe. The cxr showed the PICC well above the carina. We left excess for the securacath so the catheter was fully advanced. We were unable to use the securacath.